Event description:
On (B)(6) 2018, after two mitraclips were implanted in the patient, a hole or tear was noted in the posterior leaflet resulting in leakage and regurgitation. The physician elected to close the hole using a 12mm amplatzer septal occluder (aso); however, the mitral regurgitation did not subside. Shortly after releasing the device, the occluder embolized to the left atrium and was stuck against the mitral valve. The patient was taken to surgery where the mitraclips and aso were taken out, and a mitral valve replacement was performed. Post-operatively the patient is reported to be stable.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the device had been used to repair a torn mitral valve leaflet, and per the instructions for use artmt100092311, "the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects."